Manufacturer narrative:
The suspect device has not been returned to olympus. Additional information has been requested but no information could be provided. The literature is attached for additional information. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿"transanal endoscopic microsurgery¿ with a flexible colonoscope (f-tem): a new endoscopic treatment for suspicious deep submucosal invasion t1 rectal carcinoma". Literature summary: the aim of the study was to design a new flexible colonoscope (f-tem) technique, which retains the advantages over surgical resections with eliminating the disadvantages. A 60-year-old patient was discovered with a 15 mm distal rectum adenocarcinoma. Endoscopic examination reveals a 15 mm, superficial, elevated lesion, with a slightly depressed central part. The histopathological examination revealed well differentiated (g1) t1 rectal adenocarcinoma, with 800 m depth of submucosal invasion without lymphovascular invasion/emboli, low-grade budding (bd1), and negative excision margins. Thus, the study concludes that f-tem is a feasible alternative to surgical resection or other endoscopic treatments such as endoscopic submucosal or intermuscular dissection. Type of adverse events/number of patients *hemorrhage, stopped with a coagrasper hemostatic forceps (1) there is no report of any olympus device malfunction in any procedure described in this study.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.